Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (response buttons not working) has been confirmed. Upon investigation, the monitor was unable to activate due to a defective rear response button switch. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor response buttons weren't working. The pt was issued a replacement monitor.